Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported bent cannula. According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level rose to 24 mmol/l (432 mg/dl) while wearing the pod for 6 hours. When removed from the infusion site leg, the pod's cannula was found bent. Additionally, the patient reported insulin leaking during wear. As treatment a new pod was placed.